Manufacturer narrative:
The investigation determined that the issue affected both planes, and consequently no x-ray release was possible on either plane. Analysis of the log files identified a hardware-related fault in the image acquisition system (ias) pc. Specifically, a defect of graphics card caused a loss of video signal to the large exam room display. The image acquisition system (ias) pc was replaced by siemens local service, and the unit was brought back to specifications. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono biplane system. During an emergency patient procedure, no x-ray release was not possible. The procedure was continued on an alternative system. No adverse health consequences were communicated.